Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no blank display noted. All operating currents are within specification. Off no power alarm functioned properly. All buttons functioned properly. No damage noted on keypad traces. The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The connector on lcd was locked. The insulin pump had a cracked reservoir tube lip. No damage noted on isolation tape on lcd board.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Nothing further reported.